Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy was received and showed mild tortuosity in the patient's right access vessel. In this case, through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, frame damage was empirically confirmed based on information provided by field clinical specialist (fcs). Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as 'the team noticed 2 bent tines when the valve exited the sheath. The push force was greater than normal per the implanting surgeon. After much discussion with entire team, they decided to proceed with the deployment (carefully going around the arch). The valve was deployed approximately 70/30'. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26 mm sapien 3 ultra valve, the team noticed 2 bent tines when the valve exited the sheath. The push force was greater than normal per the implanting surgeon. After much discussion with entire team, they decided to proceed with the deployment, carefully going around the arch. The valve was deployed approximately 70/30. No paravalvular leakage was noted on post operative echocardiogram. The patient was stable.